Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple pump errors. Customer¿s blood glucose was unknown. The customer was assisted with troubleshooting and advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Hardware low level failures confirmed in the downloaded history log due to a arm watchdog (software) failure. Software error detected confirmed in the downloaded history log due to software error (line number: 5632, file number: 2005). Device passed the self test and the displacement test.